Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ medium and an issue with air flowing back into the side port occurred. It was reported that air was drawn into the vizigo¿ when the qdot was inserted (small bubbles). The same thing happened with the second vizigo¿. Both have the same lot number. With the third vizigo¿, everything worked perfectly. There were no patient consequences. It was not reported if air was being introduced into the patient. The doctor performed maneuvers to get rid of the bubbles. No medical intervention reported. It was not reported if patient exhibited any neurological symptoms since the procedure was completed. The issue with air flowing back into the side port is considered MDR reportable to the FDA.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). On 26-apr-2023, additional information was received pertaining to the physician¿s contact information. Therefore, the e. Initial reporter section was updated. D4. Expiration date has been updated based on the device history review. It was noted on 01-may-2023 that the initial 3500a report # mwr-(B)(4) (mrn# 2029046-2023-00356) was incorrectly reported with two devices. Correction has been made to separate the two devices. See new report 3500a report # mwr-(B)(4) (mrn# 2029046-2023-01021) to capture the second device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) it was previously reported that the device manufacture date for the finished device number (B)(4) was 23-sep-2021. However, the correct manufacture date is 23-sep-2022. Therefore, h4. Device manufacture date has been updated.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a cardiac ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ medium and an issue with air flowing back into the side port occurred. It was reported that air was drawn into the vizigo¿ when the qdot was inserted (small bubbles). The same thing happened with the second vizigo¿. Both have the same lot number. With the third vizigo¿, everything worked perfectly. There were no patient consequences. It was not reported if air was being introduced into the patient. The doctor performed maneuvers to get rid of the bubbles. No medical intervention reported. It was not reported if patient exhibited any neurological symptoms since the procedure was completed. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface does not showed stress marks on the outer diameter. Then, an irrigation test of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The instructions for use contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Explanation of codes: appropriate term/code not available (g07002): the issue described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).